Event description:
It was reported that the customer experiences air bubbles in the reservoir. The customer's blood glucose was 18.7 mmol/l. It was also stated that the connector is not attaching to the reservoir. Advised to take correction and to speak with a nurse for amount. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.